Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 9-month-old female patient who received gsk toothbrush (aquafresh kids toothbrush) toothbrush (batch number unknown, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh kids toothbrush. On an unknown date, an unknown time after starting aquafresh kids toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to aquafresh kids toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 13 march 2019 via email. The consumer stated that, "hello, I recently purchased the aquafresh baby toothbrush for 0-2 year olds. My 9 month old baby was chewing ever so slightly on the brush as babies do and the bristles were falling off in her mouth. Two that I pulled from her mouth, two sitting loose on the brush and I'm not sure if she ingested any. This was the first time the toothbrush had been used. This is not the quality I would expect from this well known brand and also presents a safety concern for small children. I look forward to hearing back from you". Follow up information was received on 29 march 2019 via email. Contactable information was provided by the consumer. Follow up information was received on 18 march 2019 from quality assurance (qa) department with regards to the product complaint reference 7578945 (issue) for aquafresh kids toothbrush with unknown lot number. The qa analysis revealed that no product sample was returned for the complaint. There was no further product information available. As there was no lot number provided or product sample returned, the complaint stands inconclusive. Hence the complaint was considered to be unsubstantiated. Follow up information was received on 03 jul 2019: the country of occurrence , country of reporter and obtained drug country was changed from united states to united kingdom. The event accidental device ingestion was recoded to accidental ingestion of drug.

Manufacturer narrative:
9615008-2019-00004 is associated with argus case (B)(4).. Product quality investigation completed 18 march 2019: no investigation was performed, as no further product information was available. Since the product sku is an unknown variant, investigation site is unknown - insufficient details and the product is no lot/ no product return. Comment: *downgrade report*.

Manufacturer narrative:
9615008-2019-00004 is associated with argus case (B)(4).

Event description:
Two that I pulled from her mouth, two sitting loose on the brush and I'm not sure if she ingested any [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received gsk toothbrush (aquafresh kids toothbrush) toothbrush (batch number unknown, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh kids toothbrush. On an unknown date, an unknown time after starting aquafresh kids toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to aquafresh kids toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 13 march 2019 via email. The consumer stated that, "hello, I recently purchased the aquafresh baby toothbrush for 0-2 year olds. My (B)(6) baby was chewing ever so slightly on the brush as babies do and the bristles were falling off in her mouth. Two that I pulled from her mouth, two sitting loose on the brush and I'm not sure if she ingested any. This was the first time the toothbrush had been used. This is not the quality I would expect from this well known brand and also presents a safety concern for small children. I look forward to hearing back from you".